Event description:
The technician alleged that the brakes would not hold. No injury reported.

Manufacturer narrative:
The technician found that the right foot brake caster hex rod had fallen loose from the clamp bolt. The technician reseated the brake caster hex rod into the clamp bolt jaw to resolve the issue.